Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. However, vyaire medical representative stated that the "trouble in aprv ventilation" is a known issue occurring on sw version 1200. An update to latest software version 19 is recommended. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 having alarm 260 - occlusion and trouble in aprv(airway pressure release ventilation) ventilation. Furthermore, there was no information for patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to software problem. Flow criterion is added for better distinction between a true mechanical occlusion and an occlusion triggered by the patient through excessive inspiratory and expiratory breathing, resulting in a high proximal pressure reading. If the pressure does not decrease due to a high exhalation flow and a positive error pressure occurs, then an occlusion alarm will not be triggered anymore. Issue has been resolved with v6.0.1600.0.